Manufacturer narrative:
Non-destructive visual examination was performed on the device. Visual examination found no damage to the instrument. The mfg drawing was checked, dimensional analysis for the blade corner edges were within specification. There was no apparent material or mfg defects noted in the instrument. At this time, jjpi considers this file to be closed.

Event description:
The hosp originally returned unit through sales rep reporting that while performing a d&c, pt has vaginal tearing. Dr believed it was caused by instrument. The edge of the device was reported to be unexpectedly sharp or tough.